Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 2938836-2017-14758. Following a coronary artery bypass grafting (CABG) surgery, the patient had ventricular fibrillation with two inappropriate therapies. The patient was externally defibrillated with success. After the external defibrillation, the device could not be interrogated because the device was in back-up vvi mode. Abbott technical services analyzed the device image which showed a short cut between a damaged right ventricular (rv) lead and the device. The device was explanted and replaced. The rv lead was capped and replaced. The patient is stable.

Manufacturer narrative:
No conclusion code available. The device was returned in bvvi mode. According to the image spin buffer, the device delivered appropriate high voltage (hv) therapy which damaged the hv output transistor and is consistent with delivery into a low impedance load. The spin buffer progresses and depicts subsequent aborted charges due to shorted output stage detection (sosd,) indicating the device entered bvvi mode due to external defibrillation. The cause for the low impedance hv load behavior could not be determined. The reported field event of inappropriate therapy could not be confirmed. Multiple stored egms in the device image depicted intermittent high amplitude, high frequency signals but did not result in inappropriate therapy. A single inaccessible episode triggered due to fibrillation diagnosis was present on the event date but could not be reviewed. The device sensing and impedance functionality was tested and determined to be normal. The cause for the field complaint could not be determined.